Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2025 by orthopaedics & traumatology: surgery & research titled ¿comparison of endoscopic and open achilles speedbridge techniques in the treatment of insertional achilles tendinopathy: a prospective multicenter study of 89 patients by the francophone arthroscopy society¿. The study reviewed eighty-nine (89) patients who underwent achilles tendinopathy using arthrex fibertape to address soft tissue approximation and/or ligation. During the twelve (12) month follow-up period two (2) patients experienced delayed wound healing. Ref: lopes, r. Et al. Comparison of endoscopic and open achilles speedbridge techniques in the treatment of insertional achilles tendinopathy: a prospective multicenter study of 89 patients by the francophone arthroscopy society. Orthop traumatol surg res, 104220, doi:10.1016/j.otsr.2025.104220 (2025).